Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent dislodgement occurred. The target lesion was located in the left circumflex (lcx). While the physician was prepping the 2.50x16mm taxus express2 drug eluting stent (des) it was noticed that the stent came off of the stent delivery system (sds). The taxus express2 des was not used and the procedure was successfully completed with a 2.50x12mm taxus express2. No patient complications were reported with the patient's current condition listed as "good".